Manufacturer narrative:
The device has not been returned to olympus for evaluation. A review of the instrument history showed that the device was purchased on october 21, 2013 and was last serviced at olympus on august 23, 2016. Olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to obtain additional information on the reported event; however, no additional information was obtained. The exact cause of the reported event cannot be conclusively determined at this time, if additional information becomes available at a later time this report will be updated.

Event description:
Olympus was informed that after an esophagogastroduodenoscopy (egd) procedure (date of procedure unknown), the patient reportedly sustained burn marks on the tongue and mouth. It is unknown if the patient was provided medical or surgical intervention. It was also reported that during the case, the video image was distorted. The intended procedure was completed using the same device.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fdf to fds and 510(k) number.